Event description:
Device malfunction [device malfunction]. Significant swelling in right knee [swelling of r knee]. 10/10 pain in right knee, pain 5/10 [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 08-feb-2018 from a pharmacist via health authority (reference number: mw5073911). This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after few hours had significant swelling in right knee and 10/10 pain in right knee, pain 5/10. Also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, 6 ml, once ( batch/lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis of right knee. On (B)(6) 2017, few hours after the first injection, the patient experienced 10/10 pain and significant swelling within 24 hours of synvisc one injection in the right knee and patient noted that pain had decreased to 5/10 and swelling was not as bad as next day. Corrective treatment: not reported for both the events. Outcome: recovering for significant swelling in right knee and 10/10 pain in right knee, pain 5/10 seriousness criteria: medically significant for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 23-feb-2018: this case concerns a patient who received synvisc one injection from the recalled lot. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.